Event description:
It was reported that during a surgical procedure an unknown blade came out of the system 6 sagittal saw. The blade was retrieved and the procedure was successfully completed without any delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a surgical procedure an unknown blade came out of the system 6 sagittal saw. The blade was retrieved and the procedure was successfully completed without any delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, blade falls out, was duplicated; it was confirmed that the sag head would not lock blades into place through visual and functional inspection. Based on a review of risk documents, fractured components in the sag head assembly can allow the blade to come out as well as create the possibility that pieces of the blade or handpiece may enter the surgical site.